Event description:
Cna was lifting a resident out of bed into a wheelchair, using the lift. The resident had her legs in a crossed position. Cna was lowering the resident when the resident's foot became caught between the wheelchair and the middle metal bar of the lift. The safety device failed as the lift did not shut off when it met resistance. The resident experienced severe pain and was admitted to the hospital with a serious fracture of the knee.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, fail-safe systems, other. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily, other. Invalid data - on device destroyed/disposed of status.